Event description:
Decreased mobility; bilateral knee synovitis; 38c febrile temperature. Information was received from a professor on 21-aug-2007 regarding a male patient,with a medical history of an appendectomy and corticosteroid injections for his osteoarthritis. A week earlier, the professor administered the first injection. The second and third injections were done by another general practitioner. After the last injection on twenty days prior to original date, the patient experienced bilateral flare up in his knees which the professor believed to be crystallise arthritis and not an infection. On two days later, the patient was admitted to the hospital with increased pain, decreased mobility, a 38c fever and, according to the professor, bilateral knee inflammation. Blood and synovial fluid cultures were performed at the hospital to query septic arthritis, but the cultures came back negative. The synovial fluid that was aspirated from both knees showed 15.75x10^9 wbc/l (97% polymorph) and his c-reactive protein was 80 mg/l. The professor stated that the cultures were initially positive and then negative. The patient rested in bed, had unspecified medical treatment and the knee swelling settled. The patient was diagnosed at the hospital with bilateral knee synovitis post knee injections. On an unknown date, the patient was discharged with analgesic medications as well as his routine medications and was expected to perform full weight bearing on his knees. The patient saw the professor a week prior to this report. The professor examined the patient's knees and stated that both knees looked fine. The professor's interpretation of the events was that the patient had a pseudo-gout reaction, that there was leaching of the crystals from the cartilage. At the time of this report, the patient had recovered from the synovitis, but it was unknown if he had recovered from the fever and decreased mobility. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Hospitalization.